Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, electricity leaked from the articulation hole of the device. The tissue got in and caused electricity leakage. The proximal tissue, less than 1cm, was burnt.